Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue in sending load message. Additionally, the station had an issue synchronizing with epic. The customer requested to send the load or unload message to epic. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system had an issue in sending load message. A technical support specialist (tss) verified the device details and the issue description provided by the customer. No prior troubleshooting had been performed at the time of the call, so troubleshooting was initiated from the technical support center (tsc). The tss reviewed the configuration and mapping of the device storage spaces and confirmed that the drawers and pockets were mapped under epic_adt_rx with a status of normal. The knowledge article (ka) "unable to assign/load with message 'sequence contains no matching elements'" was followed to troubleshoot the load message issue. Additionally, the ka "medstation es: resend pocket messages (load, unload, count, etc.)" Was used for further validation and synchronization checks. The tss then sent a load message from server, which executed successfully for all loaded storage spaces and returned the confirmation message, "completed send message request." The device was verified to be present under the hospital. Ongoing backend monitoring was performed using structured query language (sql) to validate message processing and synchronization. The customer was contacted with an update and advised verifying whether the device was synchronizing with epic from their end. An email was also sent to the customer with the troubleshooting details and a request for confirmation. Later, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.